Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On august 24, 2016, it was reported that the unit produced an incomplete mesh. On august 30, 2016, the complaint follow up action item noted the date of occurrence is (B)(6) 2016; the facility reporting this information is a cadaver tissue bank and did not indicate additional complaint follow up information. The customer returned a skin graft mesher device, serial (B)(4), a 1.5:1 ratio cutter, serial (B)(4), and a 2:1 ratio cutter, serial (B)(4), for evaluation. Also, the customer returned a ratchet. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device produced an incomplete mesh and the damaged roller, comb, gear, shoulder bolts and washers were replaced. On (B)(6) 2016, initial qa inspection of the skin graft mesher, serial (B)(4), revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb did not appear to be damaged. The roller gear showed minor wear. The roller shaft extension and the roller shaft extension end corners appeared to be in good condition. The customer ratchet fit on the roller shaft extension and operated as intended. The 1.5:1 ratio cutter, serial (B)(4), gear showed minor wear. The 2:1 ratio cutter, serial (B)(4), gear showed no wear. On (B)(6) 2016, the mesh test was performed using the customer¿s mesher, serial (B)(4), customer ratchet, and 1.5:1 ratio cutter, serial (B)(4), which resulted in an unacceptable mesh as the only acceptable meshed areas were scattered throughout the mesh and accounted for approximately 20% of the entire mesh area. The 2:1 ratio cutter, serial (B)(4), was tested with the customer¿s mesher, serial (B)(4), and customer ratchet, which resulted in an unacceptable mesh there were two lines of perforations located in the center area that could not be easily pulled apart. On september 2, 2016, the cutters were tested using the qa mesher, serial (B)(4), to determine if the mesh issue is connected to the customer mesher or customer cutters. The mesh test was performed using the qa mesher, serial (B)(4), customer ratchet, and customer 1.5:1 ratio cutter, serial (B)(4), which resulted in an unacceptable mesh as the only acceptable meshed areas were scattered throughout the mesh and accounted for approximately 20% of the entire mesh area. The customer 2:1 ratio cutter, serial (B)(4), was tested with the qa mesher, serial (B)(4), and customer ratchet, which resulted in an unacceptable mesh there were two lines of perforations located in the center area that could not be easily pulled apart. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 6, 2016 which included replacement of the damaged left side plate, bushing, comb, roller and gear. The 1.5:1 ratio cutter, serial (B)(4), produced an incomplete cut after the collars, bushings and gear were replaced and was subsequently deemed non-repairable. The 2:1 ratio cutter, serial (B)(4), produced an incomplete cut after the worn collars, gear and bushings were replaced and was subsequently deemed non-repairable. Skin graft mesher, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection the device was tested with both the 1.5:1 and 2:1 ratio cutters returned by the customer and resulted in an unacceptable mesh. The service technician then deemed both the cutters non-repairable. While during the initial inspection the device was tested with both the 1.5:1 and 2:1 ratio cutters returned by the customer and resulted in an unacceptable mesh. The service technician then deemed both the cutters non-repairable, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced incomplete mesh. No adverse events were reported as a result of this malfunction.